Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2023 two xience prime stents, sizes 3.5x38 mm and 3.5x33 mm, were implanted in the anterior tibial artery. There was thrombotic occlusion in both index study stents in the anterior tibial artery. The patient already had necrotic foot tissue prior to the implantation of the two study stents in the anterior tibial artery. On (B)(6) 2023, the patient was admitted to the hospital for a fall, loss of consciousness, dyspnea, and hematemesis. The patient remained in the hospital for 72 days due to comorbidities such as necrotic foot tissue and a total occlusion which lead to a below knee amputation, then an above knee amputation. The patient was released from hospital on (B)(6) 2023. In the opinion of the physician, the index stents are not related to the fall, loss of consciousness, dyspnea, hematemesis, necrotic foot tissue, amputations, and occlusion. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The reported patient effect of thrombosis is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The additional device referenced in b5 is filed under a separate medwatch report number.